Event description:
It was reported that intermittently the 9800 sys displayed "low ma" messages. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Completed a filament calibration. The sys was tested and found to be working as intended.